Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was with a visiting friend when they noticed the patient was incoherent during their conversation. The patient's friend called an ambulance at 3:40pm and upon arrival, they treated the patient with IV glucose. The cgm was 84 mg/dl while the bg was 41 mg/dl. They monitored the patient and recommended she be brought to the hospital but the patient opted out as she was feeling better. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.